Event description:
It was reported that the patient was feeling painful stimulation. Pre-operatively to a prophylactic replacement surgery. Although impedance was within normal limits at 1483 ohms, the surgeon was concerned about the lead, so he examined it while replacing the generator. Upon doing so, he observed a tear in outer casing of lead and corrosion about 5 cm to 6 cm up from the generator. As a result, he also replaced the lead. The explanted product was discarded. No further relevant information has been received to date.